Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This is a report by a consumer from the USA with supplemental information from the peritoneal dialysis nurse (pdn) of peritonitis in a patient coincident with dianeal 1.5% local ambuflex therapy. Initially, the customer contacted baxter's technical service center to report having a system 2240 alarm with the homechoice (hc) machine during drain. The resolution to this reported condition was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) contacted the peritoneal dialysis (pd) home patient (hp) to follow up on the homechoice alarm and during the conversation the hp stated she had peritonitis the previous week, but was doing better now. On (B)(4) 2011, ps received the following information during follow up with the patient's pdn. The pdn confirmed the report of peritonitis. It was not reported whether the patient was hospitalized. On an unreported date, the patient began treatment with dianeal 1.5% local ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis. There was no exit site or tunnel infection associated with the peritonitis. The hp was treated with vancomycin and gentamicin (dose, route and frequencies not reported). The pdn reported that the hp has recovered from the peritonitis and stated that the cause was probably due to a break in aseptic technique. It was not reported if retraining was provided. The pdn stated that the cause of the peritonitis was not related to a baxter product or pd therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the event description reported that the patient caused a breach in aseptic technique. A breach in aseptic technique is defined as a use error which can result in peritonitis. A review of all batch record documents was performed for h11e28031 and h11d27051 with no issues or exceptions noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed for h11e10021 with no issues noted during the manufacturing process. During review of the exception summary, an exception was noted for the batch. The exception did not indicate any issues related to the complaint. There were no deviations from standard procedure. A labeling review was performed on the homechoice at-home patient guide. The guide instructs the user to "use aseptic technique" to reduce the chance of infection whenever you connect yourself to the cycler, disconnect yourself from the cycler and any time you handle fluid lines and solution bags. The guide also states that contaminating of any part of the fluid path may result in peritonitis, serious patient injury, or death and that peritonitis is an inflammation of the peritoneal membrane, usually caused by infection. The guide warns the patient that improper use of the system can result in serious patient injury or death and instructs the patient to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide also includes instructions to always put on a face mask and wash and dry (or disinfect) your hands thoroughly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.